Event description:
Spontaneous call received from infusion rn with moog 6000 ems curlin pump malfunction. 50 ml drug remaining in the IV bag after pump programming completed. Sn: (B)(4), exp date 04/22/2022. Rn stated she used this pump only 1 other time since it was received. And there was no difficulty with the programming or the previous infusion. Pt received entire infusion with no side effects. Reported to (B)(6) by health professional.